Event description:
Pt was revised to address knee pain.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately 1 year ago. Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not draw any conclusions about the reported pain. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.